Event description:
The facility reports a pump that has a broken door. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding the set up of the infusion device. Info regarding whether or not the device was in use on a pt when the problem was found was also not available and no add'l contact info was provided. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the pump was evaluated by a baxter service tech. The reported condition was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.